Event description:
Boston scientific received information that a red alert was detected through patient remote monitoring system for this right ventricular (rv) lead as it exhibited high out of range (oor) shocking lead impedance (sli). The physician will monitor the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.